Manufacturer narrative:
The technician found the side rail slide bracket was bent. The technician replaced the side rail slide to bracket to resolve the issue.

Event description:
The technician alleged the side rail will not rotate to the raised position. No pt impact.